Manufacturer narrative:
(B)(4). Product not returned. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon attempted to insert a 23.5 diopter (B)(4) silicone single piece lens but the injector did not work correctly. There was no patient contact. The reporter stated the event was due to a training issue.